Event description:
The patient received "half dollar" sized second-stage burns on both calves. The patient was wrapped in 8 ch body array coil. The anatomy interest was the hips. The coil did not cover the affected area. The patient received medical attention at the facility's emergency department.